Manufacturer narrative:
The investigation has been completed. The product eas not returned for review. The cause of the purge cassette leak was determined to not be purge cassette related because replacing the purge cassette in the field did not resolve the problem indicating the leak was pump related. The root cause of the pump leak was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The data logs were reviewed and the purge pressure low alarms were confirmed. There is an initial drop in purge pressure on 6/27 according to the logs. There is a normal bag change that coincides with the onset of the drop into the 300's. The next morning, the purge pressure steps back up to normal levels right around the time the user resolves a reminder to enter cardiac output, though these two events cannot be linked. Then around 18:00 on 6/28, as reported, a purge cassette is changed out and the purge pressure drops into the 300's again. The first purge pressure low alarm triggers at 00:42 on 6/29. 30 minutes later, a bag changes is done and purge pressure resolves for the remainder of the case. At the time of the bag change, the dextrose concentration in the purge line was increased from 5% to 10%. The purge cassette was not changed until after purge pressure had returned to stable levels and remained there for the rest of the case. Purge leak - pump: returned product was investigated and there were no visual abnormalities or damage to the purge sidearm. The pump was primed by a functioning available purge cassette in the lab and left to run for several hours. No visual signs of a leak reproduced around the purge sidearm, and data logs show that a purge leak did not reproduce. The root cause of the purge leak was determined to be no problem found as the issue didn't reproduce on the pump and the reported leak was recreated from the returned purge cassette. G1 reporting contact email revised on manufacturer device report 1220648-2024-16764 in accordance with updated procedures.

Event description:
The complainant reported that the following day after the purge cassette was replaced, a leak was discovered from the yellow luer connection at the end of the purge line. The purge set was replaced and the purge line was reconnected but no improvement was seen. The physician decided to continue using the impella cp with the leak and just monitored the condition. The physician commented that there would be no impact on the patient. The patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿